Event description:
It was reported that for an asymptomatic patient, episodes of ventricular oversensing with inhibition of pacing were noted via remote monitoring. In clinic, noise could not be reproduced with isometrics or pocket manipulation. Programming changes were made. Monitoring of the patient will continue.